Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a lack of a connector. This condition was caused by an operator's error. This was communicated to manufacturing operators. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4) a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a plexitron set that had a lack of a connector. It is unknown when this reported condition was discovered. There was no patient injury or medical intervention reported. No additional information is available.